Event description:
Additional information was received that there were never any signs or symptoms of thrombus experienced by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low speed advisories and spikes in power and flow, which could be consistent with the reported cause of an ingested thrombus passing through the pump. However, a specific cause for the reported ldh spikes in february of 2019 could not be conclusively determined through this evaluation. The submitted system controller log file captured low speed advisory alarms on (B)(6) 2019, associated with speed decreasing to values as low as 7500 rpm. Power and estimated flow elevations were observed at the time of these events, reaching values up to 13.8 w and 12.0 lpm, respectively. Following these events, power and estimated flow returned to average baseline values of approximately 4.9 w and 4.9 lpm, respectively. The pump appeared to have functioned as intended throughout the remainder of the log file. The account communicated that an ingested thrombus passing through the pump was favored as the cause of the low speed advisories and power spikes. It was noted that the patient had spikes in ldh in february of 2019, reaching values up to 812. Prior to these events, the patient¿s ldh values over the last year were 441 ¿ 642. Additional labs were reviewed for thrombus and hemolysis; however, it was later reported that there were never any signs or symptoms of thrombus experienced by the patient. It was also noted that no further events or issues have occurred, and no pump-related issues had been identified. The continued plan of care was to monitor the patient on an outpatient basis. The patient remains ongoing on (B)(4). The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 4 years, 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had a string of pi events with elevations of power and flow. Patient had several low-speed advisories, also with spikes in power and flow that lasted for a little over an hour intermittently, then the condition resolved, with no further aberrant activity. Technical services reviewed the log files and confirmed low voltage while patient was connected to power module and suggested to exchange the patient cable once per year. It was also noted 6 low speed operations. Technical services suggested the possible cause could be: something being ingested through the pump, short to shield as this is taking place while the patient is connected to a grounded power source, the patient cable is not supplying enough power to the pump.